Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that a clinician was unable to engage the listed device into its safety mechanism during patient use. No related medical sequela was reported.